Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence, grade iii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous medical device implantation with first course of synvisc (third injection on (B)(6) 1998) in right knee (it was reported that the age of the pt at the time of first injection of first course was (B)(6)) and arthroscopy in right knee on (B)(6) 1998. On an unspecified date, the pt initiated second course of treatment with intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided) in right knee. The lot number for synvisc was not provided. On an unspecified date, the pt received second injection and on (B)(6) 1998, the pt received third injection of the second course. On (B)(6) 1998, the pt experienced synovitis of right knee. On an unspecified date in (B)(6) 1998, arthrocentesis was performed through which 47 cc of slight turbid joint fluid was aspirated (right knee effusion) with no signs of infection. The pt was treated with intra-articular celestone (betamethasone) and xylocaine (lidocaine) for both the events. On (B)(6) 1998 (5 days later), the event of synovitis was resolved. The outcome of the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship with the event of right knee effusion. Additional info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.